Manufacturer narrative:
There is no indication of failure for the pectus bar or stabilizers that were implanted. The method of fixation of the stabilizers (wire) is what failed, therefore the revision surgery was performed to refixate the stabilizer. Please see MDR #1032347-2011-00058 also, as this is an earlier revision surgery for the same patient, where the wire on the right side broke.

Event description:
It was reported the patient had pectus bar and stabilizer implanted on (B)(6) 2009 for pectus carinatum. The stabilizer was fixated with wire. The wire broke on the right side, and a revision surgery was performed on (B)(6) 2009. Another revision surgery was performed on (B)(6) 2010, as the wire on left side broke. It was replaced with a cable.